Event description:
Respiratory therapist suffered an allergic reaction to the gown. She had worn an identical gown earlier in the day without issue. She had facial itching and chest tightness, she washed her face, but her chest became tighter. She was treated in the ed with benadryl and steroids and discharged to home.

Manufacturer narrative:
The device history record could not be reviewed as no lot number was provided. No sample was provided. Without the sample, additional investigation/evaluation cannot be performed. All finished product is made from qualified material that is tested before use. Final finished product must meet product specification and process requirements before final release to saleable inventory. The root cause could not be identified. There is no additional action taken at this time, but we will continue to monitor for trends of this nature.